Event description:
It was reported that pump was turned on but screen remained completely dark. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.